Event description:
Customer alleges issue with unit caused an injury.

Manufacturer narrative:
The consumer information has not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.